Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a temporary sensor error on a dexcom g6 continuous glucose monitor (cgm), after which the sensor reconnected and resumed providing readings during troubleshooting. No adverse clinical symptoms reported. Outcomes included no change in clinical status and no hospitalization. User support included review of the event details and troubleshooting guidance. Investigation of this case revealed a transient communication or sensing interruption consistent with a temporary transmitter or sensor signal issue that self-resolved, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary signal disruption with no residual device malfunction.